Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter they were unable to fully undeploy the catheter so it was difficult to withdraw. Early in the procedure the catheter was difficult to undeploy and pull back into the sheath but they used the catheter through the whole procedure successfully. When attempting to fully remove the catheter from the patient it would not undeploy and stayed in basket shape. Excess force was required to remove the catheter through the sheath, but it was successfully resheathed and removed from the patient with no complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.